Manufacturer narrative:
The device was not returned for evaluation therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: based on the investigation findings, the reported event is inconclusive. There was endoleak mitigation after suprarenal stent was placed. The rupture and death remain unsubstantiated by medical or imaging records. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the investigation findings, a root cause could not be conclusively determined with available information; however, patient's medical history for aneurysmal disease progression might have been a factor.

Event description:
It was reported that approximately 43 months post-implant of a bifurcated device, and two suprarenal aortic extensions; the patient died due to ruptured aneurysm. Reportedly, the patient presented to the ER symptomatic, and a computed tomography scan revealed; a separation of the graft which caused the leak that produced rupture. A pre-angiogram to the secondary was done, and a post angiogram of completion after secondary implant. The patient could not be resuscitated, and allegedly expired due to ruptured aneurysm.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.